Manufacturer narrative:
Correction to the initial MDR in block(s) device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that nrg transseptal needle was selected for use. It was mentioned that once the procedure was completed successfully, the black insulation on the top of the needle was noted damaged. As per the opinion from the facility, it got melted during rf delivery during transseptal puncture. No damage was note during preparation. No patient complication was reported. The device is expected to be return for analysis.

Event description:
It was reported that nrg transseptal needle was selected for use. It was mentioned that once the procedure was completed successfully, the black insulation on the top of the needle was noted damaged. As per the opinion from the facility, it got melted during rf delivery during transseptal puncture. No damage was note during preparation. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.